Event description:
On (B)(4) 2011, abbott pont of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.22 on a pt with lot u11195. Sample collection: (B)(6) 2011, 08:45. Sample testing: (B)(6) 2011, 09:00 I-stat ctni lot u11259 0.03; (B)(6) 2011, 09:10 I-stat ctni for u11195 0.22. Customer states that the physician used the ctni value of 0.03 for pt treatment as there was no cardiac. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).